Event description:
It was reported that patient had a full system replacement due to high impedance. The suspect device has not been received to date. No other relevant information has been received to date.